Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon inspection, the stm found both batteries were fully charged. The battery runtime test was completed to discharge the batteries in order to confirm both batteries would charge. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not fully charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.